Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator failed opcheck for charge button and pacer. There was no patient involvement.